Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and the customer stated that the batteries have begun to have a short run time. The batteries were not lasting more than 60 minutes a piece. No patients were affected by these run times and the iabp never shut down due to lack of battery performance. The customer has an ac pack to use during long transports. The fse replaced the batteries and the iabp was returned to the customer, cleared for use.

Event description:
The customer reported that the batteries on the cardiosave intra-aortic balloon pump (iabp) have begun to have a short run time. This event occurred while the iabp was in use on a patient. No adverse event has been reported.